Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history record) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported they received a sensor error message upon scanning the adc device. The customer experienced symptoms of tremors, dizziness, headache, weakness, and required treatment of sugar pieces from third-party. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed and no issues were observed on sensor patch. Extracted data using approved software, sensor was found to be in state 6 (indicating abnormal termination) with a brownout reset event internally logged (event 21). Visual inspection was performed on the sensor plug and no failure modes were observed. De-cased sensor and no issues were observed on the pcba (printed circuit board assembly). Measured battery and all results were within specification. Performed visual inspection of the returned puck, no issues were observed. Extracted data using approved software, sensor found to be in state 6 indicating brown out reset. The issue is confirmed to brown out reset. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release.

Event description:
A customer reported they received a sensor error message upon scanning the adc device. The customer experienced symptoms of tremors, dizziness, headache, weakness, and required treatment of sugar pieces from third-party. There was no report of death or permanent injury associated with this event.